Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The customer mentioned inaccurate bag height and visible kinks in the tubing and this could have contributed to the reported problems. There is currently an open field action (fa-2021-056) associated with reinforcing proper intravenous (IV) line setup and detection of upstream occlusion for spectrum pumps. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported general infusion issues with spectrum pumps by nursing staff. The problems include having to hang the bags higher after getting upstream occlusions (no indication that this was due to the blue clamp). Some identified kinks in the tubing but most did not see any reason for the upstream occlusion. It was also mentioned that secondary infusions did not run because it was not lured properly. It was asked about vancomycin and why they get bubbles and air in the line and what would cause concurrent flow. It was also admitted that the y-site was being set up close to the pump and not leaving the recommended 6-8 inches. They were provided education on these matters. No additional information is available.